Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the pu cut surface at approximately 220° on the non-cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle a broken fiber was noted from the same area as the leak. The break in the fiber was approximately 0.5 inches from the potting surface. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. The production record review showed there was one nc (during clearance extraction dialyzer sample cracked, resulting in rework of part 206-2021 for cracked housings) in the production of this lot. They are unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed near the header cap of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no defect or damage seen on the dialyzer. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed near the header cap of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no defect or damage seen on the dialyzer. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.